Event description:
During a procedure in his office, the surgeon used the norian fast set putty to correct a small defect above the pt's eyebrow. The putty did not set up and was removed. Surgeon closed the pt without correcting the defect.